Manufacturer narrative:
Device not returned to manufacturer

Event description:
A customer in (B)(6) contacted biomérieux to report a false positive esbl (extended spectrum beta-lactamase) phenotype for escherichia coli in association with the vitek® 2 ast-n340 test kit. Repeat testing produced the same result. Esbl is not detected via alternate method (mueller-hinton culture media). The customer states there was a delay >24 hours in reporting results to the physician. There is no indication or report from the laboratory that the discrepant result led to any adverse event related to the patient's state of health. Culture submittal has been requested by biomérieux for internal investigation. Note: though the ast-n340 test kit is not marketed or sold in the united states, esbl detection exists on other vitek® 2 test kits that are marketed and sold in the united states. Biomérieux investigation will be initiated.

Manufacturer narrative:
An internal biomérieux investigation was performed. The investigation was initiated due to an incorrect extended spectrum beta-lactamases (esbl) phenotype for e. Coli on ast-n233/xn05 cards. The reference methods were performed to determine the intended result: esbl screening tests were negative. On vitek® 2 (v7.01 casfm eucast 2016 + phenotypic), ast-n233/xn05 cards were tested with two (2) different lots (customer lot 6330343103/1480243203, cl and random lot 6330336203/1480327103, rl). Results obtained: aes phenotype "esbl" with both lots tested with a positive esbl test. Vitek® 2 ast-n340 card (2- random lot 7800341103) tested in parallel: aes phenotype "hl cephalosporinase (ampc), esbl" twice. This strain produces at high level ampc and an oxa-1. Without specific tests of detection of mechanism of resistance, it is impossible with a standard antibiogramme to detect this phenotype and to differentiate it of an esbl. The strain can be classified as an atypical strain due to its resistance profile.